Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced a pericardial effusion that required protamine and pericardiocentesis. About six (6) minutes into the mapping, (3 minutes after the transseptal) in the left atrium, the physician noticed the patient's blood pressure dropped from 90 to 50. A pericardial effusion was confirmed by transesophageal echocardiogram. Protamine was provided to the patient and they "treated the blood pressure". A pericardiocentesis procedure was performed. The patient was reported to be in stable condition. The physician stated the cause is "unknown" at the time of reporting.